Event description:
It was reported that the patient with the implantable pacemaker system experienced a syncope episode. Analysis of the device was performed, high pacing thresholds, low amplitude and pacing inhibition were observed on the right ventricular channel. An intrinsic myocardial problem was determined to be the root cause of this issue. Temporary pacing was performed on the patient. Reprograming of the device was performed and all measurements stabilized. A lead revision was performed and it was decided to surgically abandon this right ventricular lead. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that the patient with the implantable pacemaker system experienced a syncope episode. Analysis of the device was performed, high pacing thresholds, low amplitude and pacing inhibition were observed on the right ventricular channel. An intrinsic myocardial problem was determined to be the root cause of this issue. Temporary pacing was performed on the patient. Reprograming of the device was performed and all measurements stabilized. A lead revision was performed and it was decided to surgically abandon this right ventricular lead. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name. E1: initial reporter last name.